Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was found to be dislodged, currently the device was programed to vvi. No adverse patient effects were reported.